Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs confirmed the reported complaint. Review of the device data logs also revealed an error message (system fault 180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint and system fault 180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.